Manufacturer narrative:
(B)(4). Additional information: the device was manufactured some time in 1998. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of the patient¿s death was unknown. Twenty four days prior to death the patient was hospitalized for an unknown reason. It was unknown if pd therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. Visual inspection was performed and passed. A one hour therapy was successfully performed. The results of the sample analysis revealed no failure or malfunction that could have caused or contributed to the reported issue. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of the investigation, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.